Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Hair found within packaging.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed. There was a short hair in the inner packaging blister. An nc was raised due to the presence of foreign material in a sample of randomly selected product packages.

Event description:
Hair found within packaging.